Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 syringe 0.3ml 31g 8mm whole unit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: good afternoon, I received a phone call from a pharmacy rep who had a patient complain about a few syringes. Reference 328438 lot 0203534a. Customer stated that on one a plunger was missing and on two others, the needles were coming off with the caps. They do not have any samples to send back. There is no specific date of event. Can you please follow up with the pharmacy rep?"